Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR number: 3012307300-2022-23932. The report was submitted in error.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device and device manufacture date are unknown. No information has been provided to date.

Event description:
It was reported that a buyer was told by their quality assurance team that they have had complaints about leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in a patient.